Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit for analysis. The guide wire assembly will be analyzed as part of this complaint investigation. The guide wire was returned within the advancer tube and showed evidence of use in the form of biological material. The guide wire was removed from the tubing and kinking was observed in multiple locations across the body. The distal j-bend was misshapen. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were full and spherical. The kinking measured 265mm-434mm from the proximal tip. The overall length of the guide wire measured 601mm, which is within the specification of 596mm-604mm per the guide wire product drawing. The outer diameter of the guide wire measured 0.790mm, which is within the specification of 0.788mm-0.826mm per the guide wire product drawing. The guide wire was advanced through the returned arrow raulerson syringe (ars) and 18ga introducer needle subassembly to functionally test the guide wire. Significant resistance was encountered at the location of the kinks; however, all undamaged sections of the guide wire passed with little to no issue. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire contained multiple kinks across the body. Despite this, the guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the doctor found the two sequential swg kinked during use on the same patient. They changed a new one. No harm for the patient." There was no medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2024-00925.

Event description:
It was reported "the doctor found the two sequential swg kinked during use on the same patient. They changed a new one. No harm for the patient." There was no medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2024-00925.

Manufacturer narrative:
(B)(4).